Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user received a fatal flaw error during login, which caused the pyxis system to log out. A technical support specialist (tss) connected to the station and identified that the database size had exceeded the acceptable limit. The tss attempted to reduce the database size; however, the issue persisted, and a full database refresh was initiated by dropping the existing database and performing a full synchronization. The station was rebooted following the process, and communication was sent to the customer with the update. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user received a fatal flaw error during login, which caused the pyxis system to log out. However, there were no delay or adverse events or injuries reported based on this event.